Event description:
It was reported that the biomed reached out to bd to have devices sent in for an alleged over infusion. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown.bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.